Event description:
Patient reported "I have textured silicone implants and recently heard about the recall", "I really want them out of my body now rather than risking any symptoms". Patient later reported "capsular contracture, baker grade unknown". Later patient reported "had removal of textured implant". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Patient reported "I have textured silicone implants and recently heard about the recall", "I really want them out of my body now rather than risking any symptoms". Patient later reported "capsular contracture, baker grade unknown". Later patient reported "had removal of textured implant". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. The device was explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2024-11116. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, capsular contracture baker grade iii.